Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked on right plunger case otherwise no appearance of any physical damaged. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be found normal wear; device was over nine years old. Leadscrew and clutch halves do not operate as intended as a result of normal wear. Actions taken to mitigate the reported issue: replaced leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.